Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump alarm history indicated a cs 088-85b3 call service alarm. During testing, the pump was powered on and emitted appropriate vibration. The pump was exercised for 24 hours, and a vibration issue was not duplicated. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The reporter stated that the pump vibrated twice, and both times the pump did not display alarms, warnings, or messages of any kind. It was reported that no corresponding alarms were recorded in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.